Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed batteries charged after 24 hours. Then, the fse pulled power plug out the outlet and no errors were noted. Battery function was working as needed with no errors. The customer was updated. Later, the fse replaced the system power manager (spm) due to the battery light on patient side cart (psc) blinking. The fse let the psc charge for 24 hours to see a charge and hold. The system was tested and verified as ready for use. Isi has received the component; however, the failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the customer called in to report that the patient side cart (psc) shutdown during use due to low battery. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient demographics are not available. The surgeon did convert the procedure but did not have to extend incisions. The patient tolerated the procedure.

Manufacturer narrative:
Device evaluation: intuitive surgical inc., (isi) received the system power manager (spm) involved with this complaint to perform failure analysis. The unit was installed, programmed, and tested with no issues on startup. No errors or failures were triggered. This spm charge feature passed the test(s) within the 2-hour threshold. A review of system logs showed that unit faulted with errors along with a "no battery backup" failure on the reported event date.

Event description:
Refer to h11 for follow-up information.